Manufacturer narrative:
Reported event was confirmed due to medical records received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical products- nexgen porous stemmed tibial plate size 6, item # 00598204702, lot # 54071300. Femoral component porous right size f, item # 00595201602, lot # 60099853. Nexgen all poly patella size 35mm, item # 00597206535, lot # 60107540. Self-tapping bone screw 6.5mm, item # 00511007030, lot # 25005800. Self-tapping bone screw 6.5mm, item # 00511007040, lot # 20132000. Self-tapping bone screw 6.5mm, item # 00511007040, lot # 20131900. Self-tapping bone screw 6.5mm, item # 00511007040, lot # 21093200. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04579. 0001822565-2017-04581. 0002648920-2017-00420. 0002648920-2017-00421. 0002648920-2017-00422. 0002648920-2017-00428. 0002648920-2017-00429.

Event description:
It was reported following a knee arthroplasty, the patient developed an infection and hematoma. The patient was treated for hematoma as well as an irrigation and debridement procedure. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.